Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a successful trail with 75% improvement of their pain. However, the patient had a possible infection and redness of the skin. The physician believed it was superficial. Surgical intervention took place where the leads were explanted, and the patient was given antibiotics to address the issue. The infection has resolved, and the manufacture representative will no longer be receiving updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.